Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2114 is being used to capture the reportable event of perforation.

Event description:
It was reported that four months post-hydrogel placement, the patient experienced rectal bleeding. An endoscopic examination revealed that the hydrogel had caused a fistula. It is hypothesized that the prolonged pressure exerted by the hydrogel resulted in ischemia, which ultimately led to the perforation of the compromised rectal wall. As of this report, the patient's status remains unknown.